Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium 5.5 ti sai polyaxial screw (product code: 1797-06-080, lot number: tbexa) was returned to the complaints handling unit for evaluation. Visual examination found the screw shank has become completely separated from the spherical ring and the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the head of the screw disassembling cannot be determined based on the sample and the information provided. However, a probable root cause may have been due to unanticipated forces being placed on the screw during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form (received (B)(6) 2015) provided by sales rep: during the surgery the surgeon tapped the pelvis in preparation for the iliac screw. Exposure was completed. The surgeon tapped the patient¿s right pelvis. He tapped the pelvis and then drove the 8x70 screw in the newly created void. He kept screwing after meeting resistance. He then noticed that the screw looked awkward compared to what it normally looked like. He then asked for my assistance. I asked him to describe what he saw and what he felt. I asked if he could still see the hex portion of the screw shank. He confirmed that he could. I suggested that he remove the screw for inspection. He removed it and we saw that the screw tulip head and shank had been separated. After assessing the chain of events we discussed that there was a possibility he over-tapped the pelvis and was driving the 70mm screw beyond it¿s intended depth. The resistance met at the base of the tulip head and the shank kept going into the cannulated hole. We replaced the screw with a larger diameter screw. The item has already been returned for inspection.